Event description:
It was reported that during a clinic visit, the left ventricular lead exhibited high thresholds and lead dislodgement was suspected. On (B)(6) 2014, the lead was explanted and replaced.

Manufacturer narrative:
Analysis found normal lead characteristics.